Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that her device no longer worked and needed to be removed. The patient stated that the device no longer worked for her symptoms. The patient did not feel stimulation and used the bathroom 5 times in the night and would go to the bathroom immediately during the day. The patient saw her healthcare professional (hcp) for reprogramming on a different channel and felt stimulation for about a week and a half to two weeks but the stimulation went away. The patient stated that she will call the hcp to schedule explant before getting MRI. The patient did not know if the change in therapy and symptoms was sudden. The patient stated that the manufacturer representative was supposed to be notified when the patient called back to the hcp office and told them that it was not working. The patient stated that this was two weeks after seeing her hcp. The patient stated the representative might have been notified sometime in the week of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was ready to have the device explanted because they were very dissatisfied with the service. No further patient complications are anticipated or expected as a result of this event.